Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found flooding of the image capture and cable flooding. Based on the results of the investigation, a probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had poor image quality. The reported malfunction occurred at an unspecified time during a diagnostic cystoscopy. There were no reports of patient injury or medical intervention associated with this event.